Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas c513 analyzer commercial system. The initial result was 6.1%. The repeat result on (B)(6) 2024 was 5.3% and was believed to be the correct result based on the patient's history.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found the reagent probe was bent and hitting the side of the wash station and the sample probe cover was not on properly. He replaced the reagent probe and cleaned and fixed the sample probe. He performed probe adjustments, instrument checks, and qc with acceptable results. The customer ran calibration and qc, which passed and they reported no further issues. The investigation determined the service actions resolved the issue.